Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the durata lead. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was noted on the lead during a remote follow-up. The lead was capped and replaced and there were no patient consequences.